Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Leads ECG--unable to acquire leads ECG, intermittent ECG, or other leads ECG issue/error. A leads ECG related issue could prevent demand mode pacing or delay therapy/treatment.

Event description:
The customer reported ECG readings are not available. There was no report of adverse patient impact.